Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low morphology measurements on the on the left ventricular and right ventricular channel. Due to the changes in the shock electrogram morphology with a winder signal, noise is reported. No changes have been made and the crt-d remains in service. No adverse patient effects were reported.